Event description:
Customer reportedly received results of 258 mg/dl and 114 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3299ml. The largest prescribed fill volume was 2000ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report any symptoms of overfill. The nurse stated that the patient has fluid overload, however, it is unrelated to peritoneal dialysis and the patient resumed therapy fine. There was no patient injury or medical intervention associated with this event.